Manufacturer narrative:
H6: investigation summary : this summarizes the investigation results regarding the complaint that alleges a false negative result when using kit bd veritor for rapid detection of sars-cov-2 (material # 256082), batch number 1150774, but a positive pcr result. Bd quality performs a systematic approach to investigate false negative complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples if applicable. An investigation and testing were performed on the batch number provided. Results were acceptable and no relevant issue was found. The complaint was unable to be confirmed via the retain samples. Photos were provided. The complaint was not confirmed via the photos. The root cause could not be identified. A trend analysis for false negative or discrepant results was conducted, no adverse trend was identified. Bd quality will continue to monitor for trends. There were no corrective actions taken at this time.

Event description:
It was reported while testing for sars cov-2 2 false negative results were obtained. A repeat test was performed using pcr and the results were positive. There was no indication that results were reported out and there was no report of patient impact. Eua#: (B)(4). The following information was provided by the initial reporter: "art result was negative, but pcr result was positive".

Event description:
It was reported while testing for sars cov-2 2 false negative results were obtained. A repeat test was performed using pcr and the results were positive. There was no indication that results were reported out and there was no report of patient impact. (B)(4). The following information was provided by the initial reporter: "art result was negative, but pcr result was positive".

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.